Manufacturer narrative:
E1: patient city: (B)(6). Patient country: puero rico, u.s. H11: since no lot and serial number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in puero rico, u.s. It was reported that patient faced infusion set hub detached from infusion pump event on (B)(6) 2025. No further information available.